Event description:
It was reported that the lasso catheter got entangled with the mitral valve and a small piece of the valve was found attached to the catheter upon withdrawal of the catheter. The pt reportedly underwent surgery for valve replacement. The prognosis for the pt has been reported to be excellent with pt status as stable.

Manufacturer narrative:
The section on contraindications in the instructions for use states "the retrograde approach is contraindicated because of risk of entrapping the lasso in the left ventricle or valvular apparatus. The lasso is not recommended for use in the ventricles."